Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3487a-33, lot # j0503523v, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type lead; product ID 3487a-33, lot # j0504298v, implanted: (B)(6) 2005, explanted: (B)(6) 2016.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the patient¿s left side stopped working so he went in to get the device tweaked, and when they checked the device they said it was dead. It was noted that the device died early. The ins was replaced. The patient didn¿t know why it died, and he also didn¿t know if they were sending it back for analysis. The patient reported that a manufacturer representative (rep) told him that it was under warranty. It was noted that as of(B)(6) 2016, the patient had been out of work for three weeks and he wouldn¿t go back to work until the week after next. The issue began in 2016, four or five months prior to (B)(6) 2016. Additional information was received from the patient. It was reported that the patient was to go down to the hospital personally and ask them to release the device for return and analysis. It was noted that the previous device had malfunctioned. Additional information was received from a rep. The rep reported that there was never anything wrong with the patient¿s ins. The patient had a lead issue and high impedance. The ins was fine. The doctor decided to go ahead and just implant the patient with a fully body MRI eligible system rather than just replace one lead. It was noted that the rep didn¿t take possession of the ins after the surgery because there was nothing wrong with it, and that the rep didn¿t take possession of the lead either. The patient had been complaining about left sided leg pain down to the foot and some bilateral lower back pain. The rep was to meet with the patient very soon, maybe the week after (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.